Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted due to an infection. During the explant procedure the cannula broke and remained in the right ventricle. The patient was then transferred to cardiac surgery where the patient expired shortly after. The device and lead will not be returned for analysis.